Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the low pump flow issue was most likely improper positioning of the device. The root cause of the positioning issue was touhy-borst related to improper technique d6b was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26203.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced pump malpositioning, low pump flow and subsequently expired. The next day after start of support, the staff was proning the patient when the impella cp device was pulled back into the aorta due to the tuohy-borst being not completely closed. An impella in aorta alarm was triggered with impella flows 2.8/2.6 (2.7) liters per minute suddenly dropping to flows of 0.1/0.0 (0.0) liters per minute. There were still no signs of pulsatile motor current and the flows were still 0.1/0.0 (0.0) liters per minute. An attempt was made to reposition the pump. However, it would not move. Several times lost flows were pointed out, and the pump could have been stuck/caught somewhere and/or have a kink. The position nor flows could be restored. The left ventricle was distended and contractility was very bad. A discussion on how to proceed was made and steps taken thereafter are unknown. However, the patient was reported to have passed away the next day.